Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon removed a depuy asr cup 54 mm and 47 asr ball with +3 sleeve that was put in in 2006. Pt. Having pain. Put back in a 56 pinnacle sector cup with 36 poly and a 36 12 mm head. Aml stem was good and little or no damage to acetabulum. Doi: (B)(6) 2006, dor: (B)(6) 2020, right hip.